Manufacturer narrative:
Device evaluated by MFR.: the carotid device was returned with the stent fully crimped onto the delivery system. The device was returned to the complaint investigation site with the stent fully crimped onto the delivery system. A red blood like substance was identified on the device and constrained stent. The handle was pushed passed the point of no return sticker on the stainless-steel tube and there was an outer break 180mm proximal from the distal end of the outer. The investigator was unable to deploy the stent due to the outer break. The investigator deployed by pulling on the tip distally while gripping outer. No issues were noted with the deployed stent. A visual and microscopic investigation identified no issues with the stent cup, stent holder or tip that could have contributed to the complaint incident. A visual and tactile examination of the device identified an outer break 180mm proximal from the distal end of the outer. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 009jan2020. It was reported that deployment issue occurred. The target lesion was located in the right subclavian artery. A 10.0-31 carotid wallstent was advanced for treatment. However, it was noted that stent would not release. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed shaft detached/separated.